Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient experienced no pain relief and the healthcare provider (hcp) was unable to aspirate the side port in the office. The patient¿s status at the time of this report was ¿alive- no injury.¿ specific details about what happened to the patient relevant to this event were not specified. The patient was reprogrammed and the patient was referred to a neurosurgeon for a revision after they were unable to aspirate with radiology support. The pump was being used to deliver morphine. The cause of the difficulty aspirating, further troubleshooting or other actions taken to resolve the event including dates and results, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a manufacturer representative. It was reported that a catheter revision occurred on (B)(6) 2015. The catheter was to be cut and some aspirations were to be performed.

Event description:
Additional information received from the consumer patient via a manufacturer representative. The pump system was delivering morphine (5mg/ml at 0.3mg/day). It was noted that the patient was brought in due to increased in pain, a catheter port kit was used to attempt to aspirate the catheter. The physician was unable to aspirate the catheter. The physician ordered x-rays. There was a planned catheter revision but had not been scheduled. The patient's status at the time of report was "alive- no injury." The issue had not resolved at the time of report. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)